Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a leaf position sensing wire had broken. The wire was repaired and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator leaves of the system 9800 would not close. There was no adverse patient involvement reported.